Event description:
The customer reported ventilator inoperable alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation:vyaire field service representative went onsite to evaluate the device. Passes leak test and does not go ventilator inoperable in uvt or service mode. Tried transducer tests. Turbine differential calibration and transducer test both failed. Mainboard replaced. Unit software updated. Operational verification procedure performed. Necessary calibrations completed. Unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.